Manufacturer narrative:
Tems returned for evaluation: -pusher -non-microvention microcatheter items not returned for evaluation: -implant -introducer -shrink lock -dispenser hoop the visual analysis of the returned items found the pusher bodycoil stretched, broken and entangled at the transition area. The distal portion of the pusher was not returned for evaluation. The returned microcatheter was found to be flattened at 6cm from the distal tip . The investigation of the returned coil system found the pusher bodycoil stretched, broken, and entangled at the transition area, which is consistent with the alleged product issue. The distal portion of the pusher was not returned for evaluation. The implant was also not returned as it was successfully detached as described in the reported event. The broken condition of the pusher is consistent with the device experiencing force that exceeded the device's tensile strength, resulting in the pusher breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched bodycoil, but this damage is consistent with the device experiencing retraction forces over specification. The returned microcatheter was found flattened at 6cm from the distal tip, which may have caused or contributed to the pusher break if the flattened condition was present at the time of the reported even

Event description:
It was reported that during a pto case, an embolization coil implant was successfully implanted through relatively severe tortuosity. However, the distal end of the pusher separated and was left in a guiding sheath when the microcatheter and angiographic catheter were removed. The separated pusher was then withdrawn along with the guiding sheath and removed from the patient. Subsequently, the procedure was successfully completed. There was no patient injury or intervention.

Event description:
It was reported that during a pto case, an embolization coil implant was successfully implanted through relatively severe tortuosity. However, the distal end of the pusher separated and was left in a guiding sheath when the microcatheter and angiographic catheter were removed. The separated pusher was then withdrawn along with the guiding sheath and removed from the patient. Subsequently, the procedure was successfully completed. There was no patient injury or intervention.

Manufacturer narrative:
This device is not marketed or sold in the us; however, is deemed similar to the vtrak hydrosoft 3d (k161367). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently ongoing.